Event description:
Biopsy needle did not obtain samples. "This only occurs when the needle is used for a liver biopsy". "After the second attempt the physician will request a different type of needle and complete the procedure". "There were no pt injuries as a result of the event".